Event description:
It was reported that the drop frame hinge broke during a pt transport. This was a non-critical transport and the unit was taken out of svc and the transport was completed on another unit. No injuries were reported.

Manufacturer narrative:
Investigation pending.